Event description:
Reportedly, when the physician printed twice the episode dated (B)(6) 2017 at 22:59, he obtained two different printouts. On the printing done at 13:13, the rv coil to can channel was not correlated with the rv channel, whereas, the printing done at 13:19 showed the correct episode.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, when the physician printed twice the episode dated (B)(6) 2017 at 22:59, he obtained two different printouts. On the printing done at 13:13, the rv coil to can channel was not correlated with the rv channel, whereas, the printing done at 13:19 showed the correct episode.